Manufacturer narrative:
The bur subject to this MDR was returned for eval. Upon visual examination, it was confirmed the bur broke at the joint between the head and the shank. The mfg records for this product were reviewed, no issues were identified which may have contributed to this alleged event. The root cause of this event has not yet been determined.

Event description:
It was reported that during a bunionectomy surgery, the bur broke. It was also reported that the doctor retrieved the broken portion and there were no adverse consequences to the pt. It was further reported that another bur was used and the procedure was completed with no delay.